Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient stated that the memory foam in the mouth piece is wearing out before time. The patient alleged having nose and throat irritation, headaches, chest pressure, cough, upper airway irritation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.